Event description:
Pt called to report an adverse reaction on (B)(6) 2015, to a device called beauty angel. Pt stated, she used the device at a local plant fitness, and nowhere did she see any warning that said to wear eye protection when using the device. Pt said on (B)(6) 2015, she was driving and noticed vision changes. Pt said all the lights on the road were glaring, her peripheral vision was blurry, and she developed a headache. Pt said the corners of her eyes felt very painful, and that the skin around her eyes was sore. On (B)(6) 2015, the pt said she finally realized her vision changes were getting worse so she went to see an eye doctor. She said the eye doctor confirmed her vision changes, but could not confirm if the damage was temporary or permanent. Pt said she was referred to a retina specialist, but has not been able to schedule an appointment yet. The pt also said the skin on her face changed, her freckles became more noticeable, even though she had put a t-shirt over her face.